Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: roticulator endo dissect 5mm broke in the patient during the procedure. All pieces were found. Doctor did not want x-ray taken.